Manufacturer narrative:
Additional narrative: patient information is unknown damage was discovered on (B)(6) 2016, but it is unknown when the damage occurred. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: june 27, 2008. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the pre-operative check of the anterior cervical fusion instrument and implant set on (B)(6) 2016, it was discovered that the spacer trial holder instrument and the screw guide instruments were damaged. The drill/tap and screw guide instrument was discovered without an alignment post and the anterior cervical fusion trial spacer handle will not turn when threading into a trial spacer. These instruments were not used during surgery, and other instruments were available in the operating room. This surgery was performed due to degenerative disc disease (ddd) and patient was implanted with a two-level vectra plate and screws construct. Surgery was completed successfully with no harm to the patient or addition time added. Patient is reportedly in stable condition. Concomitant devices: trial spacer (part unknown, lot unknown, quantity 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The manufacturer investigation is as follows. The complaint condition is confirmed. A visual inspection, complaint history review, and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The anterior cervical fusion (acf) instruments are designed for use with the acf spacer. The applicable technique guide (reference #j2509-f) was reviewed. The acf trial spacer handle part 396.989 connects with parallel, convex and lordotic acf detachable trial spacers to asses appropriate implant size. The instrument set includes two acf trial spacer handles part# 396.989. Alternatively, fixed trial spacers (396.405-422) could be utilized for the same task. The returned device was examined and the complaint condition was able to be confirmed as the spacer handle¿s inner shaft/thumb screw becoming seized and unable to rotate. The balance of the device is in fair condition with minimal signs of wear and tear. Relevant drawings were reviewed for the returned instruments: top-level (sm_110078 revisions f/c, and se_204385 rev a), thumb screw (sm_110461 revision c, sm_110449 revisions d/f) and inner shaft (sm_110034 revisions I/j) were reviewed. A tolerance analysis has previously identified the possibility of interference which could contribute to the complaint condition of the received instrument. A DHR was done and no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No definitive root cause was able to be determined; the observed failure mode is consistent the application of excessive force to the thumb screw in an attempt to rotate a seized inner shaft. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.